Event description:
It was reported the insulin pump alarmed motor error during set change. Customer blood glucose was 7.6mmol/l. The device was not dropped was bumped once. Customer went through a scanner more then a year ago and does not sue the sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump was received stuck on a motor error loop that occurred during a bolus or basal delivery. No motor position encoder error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was found loose and flush. The insulin pump was received with broken battery tube threads and a shifted end cap sticker.